Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD), previously documented to have ventricular tachycardia prior to implant, experienced an inappropriate shock while showering. The episode was associated with a widened morphology at a lower rate. Technical services (ts) analysis indicated that for this morphology, the device would more accurately assess the rhythm and avoid inappropriate shocks with smartpass turned off, based on simulation. Ts noted that if smartpass is disabled, the patient should perform a latitude transmission post-settings change to confirm oversensing remains minimized. Ts discussed these findings with the representative, noting that smartpass off provided more accurate sensing due to the wide nature of the complex. The device remains in service. No adverse patient impact was reported.